Event description:
It was stated taht the audible tones were not functioning properly. The self test was performed and there were no tones during the tone test. At that time, the customer was advised to revert to manual injections per md protocol and the pump will be replaced.